Event description:
A tandem mobi cartridge alarm was reported, causing the customer's blood glucose level to be displayed as "high," with a specific value unknown but exceeding 500 mg/dl. The customer took corrective action by administering a correction injection via multi-dose injection (mdi) and did not require assistance from a third party due to incapacitation. Technical support confirmed the cartridge alarm occurred during the load process and guided the caller through removing the cartridge and delivering a bolus, which completed successfully. The issue was resolved when the caller, with assistance from technical support, loaded a new cartridge correctly and resumed insulin therapy.

Event description:
It was reported a cartridge alarm occurred during the load process. The customer experienced an elevated blood glucose (bg) level displayed as "high". A specific value was not provided. A manual insulin injection was administered to address bg level. The customer loaded a new cartridge onto the pump.